Event description:
Internal data from the generator was received and reviewed. The patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently did not note that there was accelerated battery loss

Event description:
Additional information received noting that the generator was explanted and returned due to accelerated battery loss. Product analysis was completed on the suspect generator. An interrogation (therapy disabled), (therapy enabled) a system diagnostic test, and a wandcomm diag were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation (shows a neos =yes condition) were performed. The pulse generator was opened, the measured battery voltage confirmed a neos condition. A comprehensive automated pcba electrical evaluation and a battery life calculation were performed. Other than the reboot event, no anomalies were seen, and the device performed according to functional specifications. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant which may have been a contributing factor for the reboot.

Event description:
Additional information received noting that the patient underwent a mastectomy on (B)(6) 2022 and electrocautery may have hit the generator during this surgery. The explanted generator was received but product analysis is still underway.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was seen in clinic and it was found that all of their output currents had been disabled. They were able to program the device back on successfully. No other relevant information has been received to date.